Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Review of the log file for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed gas change, skipped scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. The log file shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. During preparation of treatment for patient's left eye (os) the following warning message occurred four times: ¿info 'patient bed position does not match with selected eye'¿ it is not possible to see whether user corrected patient bed position or not in logfile. The treatment for the left eye (os) was performed successfully without interruption. The user has performed an energy check before this patient. No technical problem can be identified during log file review. Furthermore, the review of the energy values in the time range does not show any abnormal behavior. So according to the log files the system worked stable without any indication of a product problem. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported about post-op visual acuity of left eye after a lasik surgery.